Manufacturer narrative:
The cause of the incorrect results was determined to be incorrect configuration of the laboratory information systems (lis) for the cmv igm assay by the lis vendor. Reactive results sent by the immulite instrument were incorrectly interpreted as indeterminate by the lis. The customer was provided lis manual, ifus and relevant information at the time of installation. The immulite 2000xpi is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, cmv igm results were obtained on thirty six patient samples on an immulite 2000 xpi instrument. It is unknown if discordant results were reported to the physician(s). It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant cmv igm results.